Event description:
The customer stated that she received a low blood glucose reading of 27. When the memory was accessed, it was discovered the meter was set in mmoi/l. The actual result was 2.7mmoi/l. The customer did not adjust medication based on the results. The customer did not allege any adverse events. The meter was reset to mg/dl with assistance. The customer will call back with any other questions.